Event description:
Pentax medical was made aware of a complaint that occurred in the (B)(6). The customer reported poor image quality involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The loaner device will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and put back into loaner inventory. Model ec38-i10l, serial number (B)(4). Has been routinely serviced at a pentax facility since the device was put into service. On 01-feb-2022, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 31-jul-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 01-aug-2017. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the bending rubber perforated, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint.